Event description:
During a tips procedure, a viatorr device was advanced to the target site in the portal vein. When retracting the introducer sheath, the physician inadvertently pushed the viatorr device out of the sheath further into the portal vein, partially covering the superior splenic vein. The device could not be retracted and was left in place. Another viatorr device was advanced and deployed into the portal vein, as intended. The pt was fine at the end of the procedure, and the portal vein, the splenic vein and both viatorr devices patent. The physician will continue to monitor the pt. The physician indicated that the placement of the first viatorr device inside the splenic vein was not device-related; rather it was a technical error.

Manufacturer narrative:
Note: a second viatorr device was implanted in this pt. It is unk which one of the two viatorr devices was implanted in the splenic vein; a separate medical device report was submitted for this device (ref. Medwatch # 2017233-2009-00093). The device remains implanted and is functioning. A review of the manufacturing records verified that the lot was processed normally and all pre-release specifications were met. As stated in the event description the inadvertent placement of the device at the incorrect location was the result of a 'user error', not following procedures. Since a serious outcome for this pt resulting from the partial covering of the splenic vein with the device cannot be ruled out, a medical device report was submitted.